Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present on the device indicating use or handling. A visual examination of the ligator head found one blue band present, the other six (6) bands have been deployed and were not returned. There was no issue with the irrigation tube. It was noted that the suture and the proximal loop were intact and attached to the ligator head. The ligator teeth were not damaged. The adapter ring was observed to be properly attached without defect. The trip wire was noticed to be bent, secured in the handle slot, the proximal loop was retracted into the post, and the crimp was seen caught inside the slot. It was also noted that the trip wire was wound half revolution around the handle spool. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard, no issue was noted with the handle assembly. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire most likely impacted the timing of band deployment, damaged the ligator teeth and contributed to the complaint event. Therefore, the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the first band prematurely deployed even though the handle was not yet turned. The second band also prematurely deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the first band prematurely deployed even though the handle was not yet turned. The second band also prematurely deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.